Event description:
The customer reported via phone call that they received a no delivery alarm during the prime tubing process. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit with a push plunger. It was also the insulin pump did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. Customer also reported the buttons on the insulin pump were hard to push. Customer also had difficulty enabling a response from the buttons on the keypad. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to a flattened button dome switch. The insulin pump passed the functional testing. No back light anomaly was noted. The insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.